Event description:
Reported as: "that the patient states she woke up in the morning and suddenly had a loss of restriction. During port revision, it was noted that the tubing had worn thin and that is where the leak was located. It was a very fast leak."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis results are pending at this time. Device labeling addresses the possible outcome of the leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."